Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows that signal not reliable (snr) and contrast dropped close to 0 and 10 as soon as the pump was inserted into the patient's body . Additionally, snr is periodic, but its period does not match the periodicity of the pulsatile placement signal during the case run. The cause of the optical signal issue was not determined since the product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention (hrpci). During support there were placement signal issues that did not prompt intervention. The pump was weaned and explanted at conclusion of the hrpci. There was no reported harm or injury to the patient.